Event description:
There was 1 endeavor sprint drug eluting stent implanted in the left main to lad during the index procedure. It is reported that approximately 7.5 weeks post index procedure, the patient expired due to heart failure. It was not assessed if the event was related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death). Evaluation conclusions: inherent risk of procedure - (death). (B)(4).